Manufacturer narrative:
The insulin pump was received with normal operating currents, passed the self-test, and displacement test. However, the insulin pump alarmed prime during the prime test due to faulty force sensor. We were unable to perform the basic occlusion test, occlusion test, excessive no delivery, and unexpected restart error tests due to prime alarm. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the device alarmed a compromised force sensor system alarm. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.